Event description:
It was reported that during a blood transfusion for a twin pregnancy cesarean section, the nurse observed air in the line associated with thermo-thermometer. The nurse immediately extracted the air using a syringe and proceeded with the transfusion. The aforementioned product problem did not cause a serious injury to the patient. The device was disposed of by the facility.